Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported the cannula was bent and being unsure if the cannula was properly inserted in the infusion site.

Manufacturer narrative:
The device was received and evaluated. Exposed portion of soft cannula was found kinked, it cannot be determined when or how this damage occurred. The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. Although no issues were noted that would result in improper insertion of the soft cannula, the cause of the reported event could not be conclusively determined. Correction to d(4): unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 3/28/2020.